Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine results compared to triiodothyronine (t3) and thyroxine on their e602 analyzer. The customer provided data for three samples, one of which had discrepant ft3 and t3 results. The patient's ft3 result was 22.61 pmol/l. The patient's t3 result was 2.18, the units of measure were requested but not provided. Information on whether any results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The ft3 reagent lot number was 175509-01. The expiration date was requested but not provided. The t3 reagent lot number was 175511-01. The expiration date was requested but not provided.

Manufacturer narrative:
The four returned samples were further investigated. For two of the samples, an interfering factor to ruthenium was identified. This interference is covered in the package insert. For the other two samples, no interfering factors were identified. The patient reported in the initial medwatch did not show an interfering factor. A root cause for this event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Four patient samples were returned for investigation. The customer's ft3 results were reproduced. One of the samples was tested for interference, and no interference to streptavidin was identified.